Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the unit's cuff had a inflation/deflation issue. There is no patient injury reported.

Manufacturer narrative:
Evaluation summary: one sample of device was received for evaluation. The sample was evaluated by applying the pressure into the cuff. A review of the complaint history concern the unit had cuff inflation/deflation issue was conducted. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.